Event description:
It was reported by fse that while replacing new power management board for cardiosave intra-aortic balloon pump (iabp), new spare part was found to be defective. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d9, d10, e1(initial reporter, event site email),e2, e3, e4, g3, g6, h2, h3, h6(problem code, type of investigation, investigation findings, component code, impact codes, conclusion), h11. It was reported by a getinge field service engineer (fse) had requested a new spare part for the observed cardiosave ( iabp) backup battery information could not be "read" at bay2 (slot2) during troubleshooting. A new good pcba, cardiosave rohs power management was installed by the fse. All manifold functional tests were performed and passed, now both batteries could be read. The failure analysis and testing department received the following part associated with this complaint: power management board. This part was received with a reported unit failure message of defective board. The failure analysis and testing dept. Performed a visual inspection, and the board looks in good condition. Installed power management board into the cardiosave and tested to the factory specifications. After, the ac cord plugged in, the cardiosave test fixture turned on by self. Also, the fat dept. Found the software was not there for power management board. This might cause the failure of power management board. The fat dept. Verified the failure message of defective board. Power management board failed testing. Sending this board to the supplier for further investigation. The following was submitted by angel rodriguez, technician of the maquet failure analysis and testing dept. Failure analysis received from the supplier. They stated: "1. Perform visual check result: no abnormality found 2. Board was re-tested at fct result: failed step 8.7.2.2.1.b slot 1 under voltage circuit 3. Perform troubleshooting on the board - found q31 , q33 defective 4 . Reject board return to datascope".

Event description:
It was reported while replacing new power management board for cardiosave intra-aortic balloon pump (iabp), new spare part was found to be defective. There was no injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 corrected data: g2, d5, e1 (telephone number)

Event description:
N/a